Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery, battery out limit and weak battery. Customer's blood glucose at time of incident was 420 mg/dl. Customer was advised to insert a new (B)(6) alkaline battery and monitor pump. Customer was advised that we will send replacement battery cap. Customer was advised to revert to backup plan until battery cap arrives. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 420 mg/dl. The customer was treated for high blood glucose with manual injection. Customer reported it was due to the battery in the pump going out.